Event description:
Technical services received a call on (B)(6) 2011. This rv lead was part of a pocket revision. Lead was almost coming through skin. Physician added suture sleeve to lead and got it under more tissue. Lead remains implanted. Physician was dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).